Event description:
It was reported that during the attempt at peripheral venous puncture, it was observed that two intravenous catheters, both with safety devices, had bent tips at the moment of insertion, with opening/collapse of the cannula, which resulted in injury and rupture of the vein used during the procedure, making it impossible to continue the puncture.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. All demographic information on the regulatory document states "confidential".

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 38183414 and lot number 5126230. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect similar issues during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No new information.